Event description:
A malfunction was reported with a code of malf 9, and the customer received assistance from technical support to reset the pump. The impact on the customer's blood glucose levels is unknown, as the customer declined to provide specific information. Technical support provided pump reset information, successfully assisted with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the customer acknowledged and understood.